Event description:
The following was reported to davol by the patient's attorney: (B)(6)2014 - the patient underwent surgery for implant of an unspecified perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia was reduced and a perfix plug (device #1) was placed and sutured.¿ (B)(6)2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of perfix plug (device #1) and implant of perfix plug (device #2). Per operative notes, ¿a large indirect hernia was identified. The previous mesh (device #1) was excised. The hernia contents were reduced and a perfix plug (device #2) was placed and sutured.¿ (B)(6)2017 - patient was diagnosed with right sided abdominal and pelvic pain thereby underwent CT scan. (B)(6)2020 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #3). Per operative notes, ¿the hernia was identified superior and lateral to the prior mesh (device #2). After dissection of the hernia sac, a perfix plug (device #3) was placed and tacked.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence and emotional injuries. It was also alleged that patient had very large complex tissue around spermatic cord that requires extensive dissection.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of perfix plug, patient was diagnosed with hernia recurrence and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2013) is considered to be a best estimate. This supplemental emdr represents the perfix plug (device #1). Additional emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."